Event description:
Additional info received from MFR on 09/10/1998: since the hospital would not release the sample for co evaluation, the exact cause of the complaint remains undetermined. The reported info suggests that a fracture of the stainless steel central lumen occurred. Such an occurence is very rare, but was probably influenced by the fact that the catheter was not sutured at the bifurcation area.